Manufacturer narrative:
Block b3 date of event: date approximate.

Event description:
It was reported that the patient experienced increased charging of their spinal cord stimulation implantable pulse generator (ipg). The patient was re-educated with proper charging techniques however the issue persisted. The patient underwent a revision procedure in which the ipg was replaced. The patient is recovering as expected. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3 date of event: date approximate.

Event description:
It was reported that the patient experienced increased charging of their spinal cord stimulation implantable pulse generator (ipg). The patient was re-educated with proper charging techniques however the issue persisted. The patient underwent a revision procedure in which the ipg was replaced. The patient is recovering as expected. The explanted ipg will not be returned as it was discarded by the medical facility.